Event description:
Boston scientific received info that prior to the pocket being closed; the local sales rep noted that the r-waves were varying. The measurements were between 2 mv and 4 mv. The physician elected to close the pocket at this time. After the pocket was closed they were not seeing every 30 beats. It was noted that the device would miss an intrinsic beat and pace. The local sales rep programmed the sensitivity to 1 mv and attempted to try auto, which came in at 1.4 mv. Boston scientific technical services (ts) was contacted and discussed that the lead positioning may not be ideal and the result is more pacing than desired. Add'l info received states that both the right atrial (ra) and right ventricular (rv) leads may have dislodged from their original implanted site. Pacing and under sensing were decreasing to 1.0 mv. A chest x-ray was performed and confirmed that the ra lead had dislodged and there were variances in the r-waves. Both the ra and rv leads were successfully repositioned. No other adverse pt effects reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.